Event description:
It was reported that the patient presented for a post-operative check. Upon review it was discovered that the right ventricular leadless pacemaker (vlp) was unable to interrogate. It was noted that vs surgery was performed using a cardiopulmonary bypass machine (avoiding the right atrial appendage). Preoperative checks and setting changes, as well as postoperative checks and setting changes, were performed without any issues. The next day an interrogation was performed but it was difficult to read, but eventually, the vlp was able to be read and the settings were changed. On 02 jul 2025 with the help of the technical team, we attempted to read the data from the hidden screen, but we could only read the atrial leadless pacemaker (alp). No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of ¿difficult read¿ during postop interrogations could not be confirmed due to lack of merlin log. Based on the information provided, the cause for the telemetry difficulty could be the result of interaction between the telemetry communication and the peripheral equipment (i.e. Impella pump and/or ventilator) present at the time of interrogation. The device was able to be successfully interrogated during the follow-up a week later.

Manufacturer narrative:
This report is to retract report 2017865-2025-94683 submitted on 22 jul 2025 this report was erroneously submitted. This is not a reportable event. All previously submitted information should be corrected to not applicable and null fields.

Manufacturer narrative:
This report is to retract report MFR 2017865-2025-94683 submitted on 29 aug 2025 this report was erroneously submitted. All previously submitted information should be corrected to not applicable and null fields.